Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was drawing insulin out of old cartridges to save insulin. Tandem technical support informed customer that novolog is approved for 72 hours of use and should not reused per the user guide. Customer will reportedly begin using fresh insulin and change pump supplies to address the issue. Customer's blood glucose was in the 300 mg/dl range.